Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event cannot be conclusively determined through this investigation the patient was implanted with heartmate 3 left ventricular assist system (lvas), serial number (B)(4) , on (B)(6) 2019. On (B)(6) 2022 the patient received a heart transplant due to unspecified reasons. No alarms or device-related issues were reported in association with the event. Heartmate 3 lvas, serial number (B)(4), was not returned for evaluation. Additional information regarding the event was requested from the account; however, none has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Although no specific adverse events or device-related issues were reported, the heartmate 3 lvas instructions for use (IFU) outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as normal pump operation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent transplant. Whether the outcome was device or therapy related was not provided by the customer.